Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited noise. The noise could not be reproduced with isometrics and pocket manipulation. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).